Event description:
It was reported that the patient was experiencing tightness around torso/chest following the spinal cord stimulator (scs) implant procedure. The patient went to the emergency room (ER) and was diagnosed with pneumonia. The physician does not believe that pneumonia was device related however it was unclear if it was related to the implant procedure due to the pneumonia associated with anesthesia being a common risk postoperatively. The patient was administered with antibiotics and was doing well.